Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tone due to low out of range pacing impedance measurements, measuring at 200 ohms on the right atrial (ra) channel. Upon review of the arrhythmia logbook, atrial tachy response (atr) episodes, it showed evidence noise with oversensing on the ra channel. The intrinsic amplitude was variable at 0.8 - 7.2mv with a recent high amplitude of greater than 25mv. Ts recommended to evaluate the ra lead and provided troubleshooting steps. This ICD device remains in service. No adverse patient effects were reported.